Event description:
Patient reported that the lancet did not fully retract inside of the lancet device, as expected. No accidental finger stick resulted from the lancet's protrusion. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.